Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history records has been requested.

Event description:
On (B)(6) 2013, during pre-test of device, the product was getting hot. Device was not used in surgical procedure. No patient involvement and no harm to user reported.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned for further investigation. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reliability engineering evaluated the device and the reported problem could not be confirmed or duplicated. The unit was tested and passed all operational specifications and no problems were noted.